Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The initial investigation was completed by the customer (smith & nephew) and they concluded that the reported failure was not able to be duplicated. No further investigation required. Complaint information was provided by smith and nephew. Not returned to greatbatch.

Event description:
It was reported that the impactor would not disengage after the shell was impacted. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.